Manufacturer narrative:
(B)(4). Concomitant products: unknown femoral head; unknown shell; unknown stem. Thorup, b., mechlenburg, I., & soballe, k.(2008). Total hip replacement in the congenitally dislocated hip using the paavilainen technique. Acta orthopaedica, vol 80 (3), pages 259-262. Http://www.tandfonline.com/doi/full/10.3109/17453670902876789.

Event description:
It was reported that a patient was identified in a journal article that underwent a hip revision on an unknown date due to wear. Attempts have been made and additional information is unknown at this time.